Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue first began. According to the csr's documentation, before the alleged power issue occurred (date/time not clear) with the subject meter, the patient had received a message of "hi", obtained unspecified high glucose results, and was not feeling well. It is not specified what action the patient took in response to the reported meter issue. The patient denied developing any symptoms as result of the alleged power issue. The patient also denied receiving any form of medical intervention/treatment after the alleged issue began. At the time of troubleshooting, the csr noted there was no misuse of the lfs product and that the patient had replaced the subject meter's batteries (per owner's booklet recommendation). However, the alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.test strip lot #: not provided.the 510(k) # is k073231.